Event description:
It was reported during a permanent implant procedure, when the physician attempted to implant a surgical lead, a cerebrospinal fluid (csf) leakage due to dural puncture occurred. The physician abandoned the procedure. The patient complained of a headache postoperative. The patient was then taken back into surgery where a drain was placed and admitted to the intensive care unit (ICU).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.